Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hyperglycemia and the reported failure of the "pdm hazard alarm will not reset". No release records were reviewed, as the product lot/serial number was not provided.

Event description:
The customer reported that her pdm (personal diabetes manager) had a ¿hazard alarm will not reset¿ error that resulted in a flashing screen. A hard reset was attempted and new batteries inserted. The device would not reset correctly. The failure resulted in the patient not having a means to check her blood glucose levels or receive insulin as needed. She went to an emergency room; her blood glucose level was 396 mg/dl (22 mmol/l) and she was treated with insulin.